Event description:
Per the clinic, the patient experienced a tympanic perforation and migration of the electrode array on (B)(6) 2012. The patient underwent an examination of the ear and subsequently experienced a performance decrement with device use. The device was explanted on (B)(6) 2013 and the patient was reimplanted during the same surgery with a new device on the contralateral side.

Manufacturer narrative:
(B)(4). Device not yet received for evaluation.

Manufacturer narrative:
It was reported that the electrode array has moved into the outer ear canal. During an examination of the ear, the ent specialist inadvertently pulled out the electrode array while attempting to clean the external ear canal. This report is filed march 13, 2014.